Event description:
Information received indicated the head hi/lo drifts down.

Manufacturer narrative:
Hill-rom tech support recommended the customer replace the head hi/lo and/or the et valve. Customer was contacted on three occasions in order to ensure this issue was resolved. Customer has not responded.